Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) levels of 677 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Customer administered a manual injection and a bolus via the pump to address the issue and went to the emergency room with high ketones on (B)(6) 2023. Customer was subsequently admitted to the hospital "tcu" and treated with intravenous fluids of saline and insulin, and manual injections. Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.